Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 178 mg/dl when she woke up. The customer bloused for breakfast and had blood glucose of 279 mg/dl and then 207 mg/dl at 3:29am. The customer mentioned back pain and not being able to keep sugar under control. The customer also mentioned partial display and insulin came out of the pump. The customer declined to troubleshoot for high readings.